Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during the index procedure. At 30 day follow up, patient's worst angina status was reported as per the (B)(4) cardiovascular society classification of angina. It is reported that the patient suffered a stroke approximately 7 months post index procedure. Cat scan revealed small cva. Stroke diagnosis was based on a radiological evaluation and was confirmed by a neurologist. Investigator indicated that the event was not related to the study stent. Patient was taking asa 24 hours before the event.

Event description:
It is reported that the patient suffered a second stroke approximately 13 months post the index procedure. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stroke).

Event description:
Clinical events committee adjudicated this event and deemed that the second stroke event occurred one day prior to the date previously reported. Patient was discharged to a nursing home.